Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the module controller and a door controller. A field service engineer replaced both the module controller and the door controller. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental will be created if additional information is received from the customer.

Event description:
It was reported when using the pyxis medstation es system had an issue in drawer 2.1 which not detected on bus. The users were able to issue the medications, but there was a delay in patient care. There were no adverse events or injuries reported based on this incident.